Event description:
Customer's account of event as per note left on unit: "pt installed on ventilator, initially functioning, 5 minutes later ventilator ringing apnea occurred, 0 wave forms, 0 breaths. Tried to give manual breaths, 0 breaths delivered. Technical error 11 displayed. In the logs the unit gave two errors shortly after its power went on, 10/2004, 17:43:15, tech alarm monitoring panel disconnected and 10/2004, 17:45:22, tech alarm monitoring technical error: 11."